Manufacturer narrative:
The hta console unit was returned and evaluated. The complaint was confirmed. The unit was found to have a blank vf (vacuum fluorescent) display which was replaced. The root cause classification is wear and tear.

Event description:
A hydrothermablation console unit was to be used during a hydrothermablation (hta) procedure. Patient age was reported as 40+ years old. According to the complainant, during preparation for the procedure, when the console unit was powered on, smoke started coming out of the side of the machine. The machine was unplugged and the procedure was not completed due to this event. There were no patient complications reported. The condition of the patient was reported as "fine".

Manufacturer narrative:
The device has not been returned; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. (B)(4).

Event description:
A hydrothermablation console unit was to be used during a hydrothermablation (hta) procedure. Patient age was reported as 40+ years old. According to the complainant, during preparation for the procedure, when the console unit was powered on, smoke started coming out of the side of the machine. The machine was unplugged and the procedure was not completed due to this event. There were no patient complications reported. The condition of the patient was reported as "fine".